Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited noise which resulted in the delivery of inappropriate shocks. The patient was symptomatic due to the shocks. In addition, the rv lead impedance had progressively increased. Subsequently, surgical intervention was undertaken during which the rv lead was capped and replaced. The patient was reportedly stable following the procedure.